Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had hard time seeing the screen. The customer¿s blood glucose level was 90 mg/dl. The customer reported that the insulin pump was not rewinding. The customer reported reservoir icon was empty and there was an open circle. The customer was able to rewind the insulin pump and complete her set change. The customer also reported that the insulin pump was so soft, it did not hold tight. The customer glue the insulin pump to keep it lock and to keep them attached. The customer reported that the clip lock did turn and the insulin pump still flipped out. The insulin pump will not be returned for analysis.